Manufacturer narrative:
Section d1: corrected. Section d4: catalog number: corrected. Section d4: primary UDI number: corrected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the submitted log file. The reported event of pump stop events was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 4 days of data ((B)(6) 2023 per the timestamp). The log file captured intermittent pump stop events between (B)(6) 2023 at 09:50:06 and (B)(6) 2023 at 21:51:26 that occurred due to the system controller powering off and on. Prior to the system controller powering off, the controller had at least one power lead connected to a working power source and the system controller backup battery was still installed. These events appear to indicate that upon both system controller power cables becoming disconnected from power, the system controller backup battery was unable to support the system, resulting in the controller powering off; however, this could not be conclusively determined as no products were returned for analysis. The log also file captured intermittent backup battery fault alarms from (B)(6) 2023 at 20:21:01 to (B)(6) 2023 at 13:46:06 due to the backup battery not passing load tests. The backup battery did not pass the load tests due to unloaded voltage being under the acceptable threshold of 10.2 v. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to determine if any further issues with the backup battery have occurred, if any further pump stop events have occurred, and if any products would be returned for analysis; however, no response was received. The root cause of the reported backup battery fault alarms could not be conclusively determined through this analysis. It should be noted that an update to the backup battery connector was made to reduce backup battery faults due to the backup battery not passing the load test as part of a corrective and preventative action (CAPA). Per the device history record review, this system controller was manufactured prior to the implementation of this CAPA. The root cause of the reported pump stop events could not be conclusively determined through this analysis. The device history records (DHR) were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Review of the DHR revealed that the system controller was manufactured prior to the implementation of the CAPA. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault, no external power, and lvad off alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing emergency backup battery (ebb) fault alarms. The backup battery had been exchanged on (B)(6) 2023 and the alarms had reoccurred since then. The battery was reseated, and the alarm went away. The alarm returned again on (B)(6) 2023. The event log displayed 3 separate occurrences of lvad_off alarms (~3-4 seconds in each occurrence) due to possible esd events on (B)(6) 2023 at 9:50am, 9:56 am, and (B)(6) 2023 at 9:51pm. It appeared these events may have been caused by electrostatic discharge (esd).